Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The most likely cause for the reported failure can be attributed to user error of the device due to user-applied mechanical forces to the construct during use.

Event description:
On 01/19/2022 by a sales representative via phone that an ar-1588btb-2j tightrope suture would not tension. This occurred during an acl reconstruction on (B)(6) 2022. The tightrope and suture were removed from the patient and the case was completed by using a new ar-1588btb-2j.